Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer was assisted with clearing the alarm. Customer was able to clear the alarm successfully. Customer was able to complete rewind. Customer stated that the insulin pump had a post-reset ram crc alarm as well as unexpected restart happened more than once after a battery change. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged pump error 15/23 alarm found on january 17, 2022. The insulin pump passed the displacement test and self test. No unexpected pump error 15/23 alarm noted during testing. Insulin pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. Successfully downloaded history files and traces using thump. Pump error 15 alarm found in the insulin pump diagnostic trace on jan 17, 2022 at 18:25 and pump error 23 alarm on jan 17, 2022 at 18:28. Insulin pump was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly, electronic assembly, or motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched lcd window. Pump error 15/23 alarm confirmed in the insulin pump diagnostic trace. Unable to determine the root cause, problem isolated to electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.